Event description:
Customer reported physical damage to her insulin pump. Troubleshooting found scratches on the lcd screen but the display was readable. Customer is asked verbally and in written form to return her broken pump for analysis. Customer also stated that buttons are sometimes unresponsive. Customer is advised to revert to her back-up plan and disconnect from her insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.